Event description:
It was reported that the patient had an ipg that was at end of life and stopped working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.